Manufacturer narrative:
(B)(4). Batch # v95y3a. Additional information was requested and the following was obtained: "can you please clarify what happened with the trocar? Was there an issue with the trocar sleeve? Was there an issue with the spring loaded shield? Was there an issue with any of the device seals? Was insufflation unable to be maintained? Was there an issue with the stopcock valve? Please specify the exact device issue. Thank you. Were there any patient consequences? If yes, please describe. The 5mm instrument did not come out during the operation. I don't know the detailed reason, and I have recalled the product. There's nothing wrong with the patient." Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was received with the tip of the sleeve damaged melted. In addition, the packaging opened was returned with the instrument. In an attempt to replicate the reported incident, the devices were functionally tested to detect any compatibility issue. Upon evaluation of the device, a test instrument was inserted and no issues were noted related to an abnormal drag force. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device malfunctioned.